Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted one catheter with the tip missing, and visible bite marks/tears throughout the cannula. This was likely caused by the patient's dog chewing the device, which was reported within the complaint information. It was reported that there was an ingrowth or catheter migration issue. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, on the day of the event, the patient informed them that the reported line had fallen out completely while at home. It was mentioned that the cuff dislodged. The patient line came out intact. The patient did not have an explanation of what had happened. The medical staff consultant was informed. The consultant said that patient should come in to the facility for bloods the next day then they will come up with a plan for access. There were no other products being utilized with the device. The cleaning agent that was used on the device was chlorhexadine and 70% alcohol wipes. The entry site was cleaned with chloraprep. The patient's dialysis schedule was tts (tuesday, thursday, and saturday) and had received the last dialysis session the day before the event for 4.5 hours and was due for the next dialysis session the coming tuesday. The patient's dog got hold of the line and chewed it be fore the patient could bring it down the facility, and it was noted that after that occurred the tip of the device was missing. There was no radiological evidence of a line tip remaining in the patient. The patient was admitted to the facility from (B)(6) 2024 to (B)(6) 2024 due to the event. The blood test showed serum potassium of 6.2 mmol/l, which is why the patient was treated with lokelma 10g (grams) for high potassium. As a remedial action, the patient required a replacement line, so the reported product was replaced and a new tunneled line was placed. The treatment was continued and completed through the replacement line. It was reported that there was no bleeding to the site. There was nothing unusual visualized on the catheter or position of the catheter placement in the patient. The tego was not utilized. There was no luer adapter issue. There was no blood loss, and a blood transfusion was not required due to the event. There was no pain, and the patient felt well. The patient was alive and dialyzing normally through her new line. No further patient complication reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.